Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: pump was used to deliver baclofen.

Event description:
The pump was returned to the manufacturer from an unknown source with no return paperwork. The pump underwent routine analysis.

Manufacturer narrative:
Catheter model#8731, serial# (B)(4), implanted: (B)(6) 2005, explanted:unk. Final analysis of the pump revealed pump battery high resistance.